Event description:
A ventilator was evaluated at a third party service center. During the evaluation an issue was found with the device's sensor board. There was no patient harm or injury. The sensor board was returned to the manufacturer for investigation. The root cause of the sensor board failure was found to be contamination consistent with liquid ingress.